Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, sheath distal tip torn, and components separate during use were unable to be confirmed as no device/imagery were provided. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''the operator noticed it was harder than usual to get the valve out of the tip of the esheath ... It was discovered that the clear tip of the sheath was missing. After looking for the tip in the patient, it was not found. It is possible that the sheath tip tore off and was stuck around the inflow part of the valve, preventing proper expansion.'' The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip, distal tip tear, and the distal tip separation. A corrective and preventative action (CAPA) determination has been initiated for a CAPA decision assessment. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper tip expansion) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06776.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a right sided transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, during valve insertion into the 14fr esheath+, the operator noticed it was harder than usual to get the valve out of the tip of the esheath. During deployment, the inflow portion of the valve didn't expand right away. After enough pressure built up, the valve was able to be fully deployed in the correct area. After pulling the sheath out, it was discovered that the clear tip of the sheath was missing. After looking for the tip in the patient, it was not found. It is possible that the sheath tip tore off and was stuck around the inflow part of the valve, preventing proper expansion. The patient was discharged and noted to be doing well.